Event description:
The kn95 masks that I ordered were defective and showed signs of not meeting kn95 standards. The straps broke almost immediately. Further, no manufacturing date or location was listed/printed on the mask. Additionally, the company does not answer emails, severely delayed shipping the masks, and does not answer consumer inquiries with a physical address or phone number. FDA safety report ID #:(B)(4).